Event description:
According to the reporter, during an open procedure, the swedge popped off while sewing in mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.